Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot, missing end cap sticker and peeled keypad verlay by up button arrow/dome.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the up arrow button was becoming detached. Customer was unable to bolus as a result of the alarm. The customer's blood glucose was 137 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.